Event description:
It was reported that a suspected thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was discharged on xarelto 20mg daily and aspirin 81mg daily and the regimen was followed. The patient returned for their 45-day follow-up via computed tomography (CT) scan on (B)(6) 2021 and thrombus formation close to the threaded insert was suspected. The patient came in for a transesophageal echo (tee) on (B)(6) 2021 to verify findings and there appeared to be a small, non-mobile thrombus forming on the face of the device, near the threaded insert. The patient will remain on oral anticoagulant and a repeat tee will be performed at a later date.